Event description:
After using a new g6 dexcom had a terrible itch after 3 days. Removed it to find a terrible rash which lasted more than 20 days. Tried it two more times and same problem. Looked like acid had been applied to my skin. Contacted dexcom and they said they has switched adhesives and were aware of the problem and are looking for a solution. Now using a sub bandage first and then putting the g6 sensor on top. That seems to work. The dexcom has really helped me control my diabetes and I don't want it off the market. Just a fix. FDA safety report ID # (B)(4).